Event description:
Procedure type: esophagectomy. According to the reporter: there were no intra-operative complications or leaks. Two days post-operatively, the pt developed peritonitis and trachea fistula. A re-operation was performed with stent.